Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of judy0304 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the tubing part of the statlock IV plus has been breaking. It was reported this occurred with three devices. This addresses the first.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of ¿the tubing part of the statlock IV plus has been breaking¿ was confirmed; however, the root cause was not identified. The product returned for evaluation was two statlock extension sets. Use residues were observed throughout both samples. A needleless injection cap was attached to the first sample (sample 1). The male luer adapters were detached from both extension tubes. Both samples exhibited adhesive residue covering the distal 0.5cm of tubing. Microscopic inspection of both samples confirmed the presence of adhesive residue on both samples. Tactile inspection of the sample did not reveal any tensile weakness. The presence of adhesive residue suggested that adhesive was applied during device assembly. The lack of tensile weakness indicated that the bond failed without excessive tensile stress. Potential contributing factors include chemical exposure and poor bond curing. A lot history review (lhr) of judy0304 showed three other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility.

Event description:
It was reported the tubing part of the statlock IV plus has been breaking. It was reported this occurred with three devices. This addresses the first.